Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event is estimated. Medwatch report #mw5106146.

Event description:
User facility medwatch report received that states "abbott hi-torque balance middleweight guide wire used during cerebral thrombectomy was damaged and unusable during case. Coating peeled off wire prior to it's use. Impaired and packaging saved for manufacturer inspection. FDA safety report ID #(B)(4)." No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the peeling of the coating was noted prior to use; and therefore the guide wire was not used in the patient. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire; however, the reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to coating peeling during the procedure may include but not limited to mishandling of the device during manufacturing, preparation, device interactions or patient anatomical conditions. The investigation was unable to determine a conclusive cause for the reported peeling. There was noted guide wire damages found during returned device analysis which likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Health effect - impact code 2199 removed